Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 40 mg/dl during the incident. Their current blood glucose level was 82 mg/dl. The customer was treated with food and sugar. The customer was alleging insulin pump was over delivering as the customer went from 290 mg/dl to 40 mg/dl in an hour. The customer also stated that their blood glucose had dropped to 36 mg/dl. After treating with sugar, their blood glucose went to over 100 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Insulin pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Insulin pump passed the dat test at 0.08470 inches. Unit was received with cracked retainer, minor scratched display window and scratched case.